Manufacturer narrative:
Serial number was inadvertently omitted from the original submission and has been documented in this supplemental. Device manufacturing date was revised to reflect correct date.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 11/26/2015. The field service engineer (fse) discovered excessive buildup around the openings of mc240 (mix chamber). The fse cleaned mc240 resolving the reported issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported recovering false high eosinophil results on multiple patient samples run on the unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not reported outside the laboratory and there was no change or affect to patient treatment in connection to the event. There was no impact to controls.